Event description:
It was reported in a journal article that following a stenting treatment procedure, the patient presented with thrombosis. The patient presented to the emergency room with an anterior st-elevation myocardial infarction. Cardiac catheterization revealed an acutely occluded and thrombosed left main coronary artery. After a failed thrombectomy, a 3.5x24mm taxus liberte stent was successfully deployed. Periprocedurally, the patient received aspirin, clopidogrel, unfractionated heparin, and eptifibatide. The patient had multi vessel disease and was scheduled to undergo outpatient stress testing and if indicated, a staged pci. The patient was discharged on day 7, but returned later the same day to the emergency room with recurrence of severe chest pain and st elevations in the anterior leads. Repeat cardiac catheterization revealed proximal acute thrombosis of the 3.5x24mm taxus liberte stent implanted in the left main coronary artery. The patient underwent repeat stenting with a 3.5x12mm liberte stent and received readministration of eptifibatide. On the next day, the patient's platelet count dropped acutely to less than 12,000/mm3. A test for heparin-induced thrombocytopenia antibody was negative. It was concluded that the re-exposure to eptifibatide was the probable cause of the acute thrombocytopenia. After discontinuation of eptifibatide, the patient's platelet count gradually returned to normal, and the patient was later discharged on day 12 of readmission.

Manufacturer narrative:
Journal article - yang eh, perez e, zhiroff ka, burstein sm. Left main stent thrombosis complicated by eptifibatide-induced acute thrombocytopenia. Tex heart inst j. 2011; 38(2): 174-8. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).